Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump was unable to prime unit during the prime test and motor error alarm during basic occlusion test due to faulty. The motor was tested outside the insulin pump and passed. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during bolus. Blood glucose level at the time of the incident was not provided. Review of the alarm history showed that three motor error alarms had occurred within the same day. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.